Event description:
The device was used during an ovarian tumor debulking. A hole was discovered in the drape during the procedure. The hole was very close to where the blade was lying. A bovie was also on the field, but it is unk where it was at the time. It was reported the scrub nurse stated as soon as she saw the tip had gone through the drapes, she checked the blade and it was warm, not hot. The drape was covered with a new sterile drape and a new one was opened. At the completion of the case the drapes were removed and a burn was noticed; 7mm in circumference, 5mm deep on the anterior thigh. It is unk which thigh was burned. A grounding pad was in pace on the thigh, but not known which thigh.